Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but could confirm the device has scratches on the articular surface. A review of complaint history did not reveal additional complaints for the listed device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that the case reports the patient underwent a revision tka for unspecified reasons. During the procedure, the insert was noted to be loose, therefore it was exchanged. Per email communication, the requested surgical records and x-rays are not available. Therefore, the patient impact beyond the revision surgery cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Some potential probable causes for this event could include a fit/sizing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient experienced unspecified symptoms. A revision surgery was perform to treat such event. The physician noticed that the journey ii bcs xlpe art insert size 3-4 left 13mm was loose, so an exchange was made. The patient outcome is unknown.